Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. The removed shrink wrap and irrigation tube were also returned. Visual evaluation noted that the trip wire was not secured and the slack was not taken up correctly. The ligator head was returned with three bands attached and the bands did not present any damage. The suture thread was intact and it was attached to the distal trip wire loop. Microscope inspection noted that the ligator head teeth did not present any problems. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual inspection identified that the trip wire was not secured in the handle assembly and the slack was not taken up correctly. This can cause the trip wire to slip through the handle assembly and affect the band deployment. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower esophagus during an esophageal varices procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.